Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Test circulation pump installed in decon for unit to fill. A visual inspection of the component during disassembly showed that the motor shaft was frozen. Circulation pump assembly was replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had this arctic sun device that was not filling and was sent down from the floor for that same issue. Biomed could not fill the device and when they removed the fluid delivery line and could not feel any vacuum on the left port. The device would be coming in for investigation since it had not been a year since they did the 2000-hour preventive maintenance. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to a failed circulation pump. Test circulation pump installed in decontamination for unit to fill. It was stated that the circulation pump assembly disassembled. It was also stated that the circulation pump motor shaft frozen.

Event description:
It was reported that the biomed had this arctic sun device that was not filling and was sent down from the floor for that same issue. Biomed could not fill the device and when they removed the fluid delivery line and could not feel any vacuum on the left port. The device would be coming in for investigation since it had not been a year since they did the 2000-hour preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.